Event description:
Patient reported experiencing multiple cartridge load errors with their current device, causing them to go through several cartridges before finding one that works. There was no adverse impact to the patient¿s blood glucose level. The patient declined further assistance from technical support as they are in the process of renewing their device.